Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was being shut down because it is "no longer working." The technical services (tss) asked the healthcare provider (hcp) to clarify, and the hcp responded that this pump has always had a little bit of a volume discrepancy but over the past three months (2-3 refills) the volume discrepancies were drastic. The hcp stated that at this last refill she got back 18ccs (but did not say what was expected). The tss provided code to shut down the pump.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that there was a device issue regarding the report of the pump no longer working. The hcp indicated that on (B)(6) 2024, there was a volume discrepancy of 8 mls and on (B)(6) 2024 there was a volume discrepancy of 18 mls. There were no external/environmental/patient factors that had led or contributed to t he issue. The cause of the volume discrepancies and the pump no longer working were not determined. The hcp provided the specific volumes seen at refill. On (B)(6) 2024, the expected volume was 2.4 mls and the actual volume was 19 mls. The programmed and filled volume was 20 ml. On (B)(6) 2024, the expected volume was 5.2 mls and the actual volume was 13.2 mls. The previously programmed and filled volumes were 20 mls.